Event description:
It was reported that the patient had low voltage and no external power alarms for 2 hours. The alarms then turned to no flow and a pump off alarm. There was no flow through the pump for 3 minutes. The patient reconnected to mobile power unit (mpu) power and parameters returned to normal. It was also noted that the patient was positive for covid and was admitted with altered mental status. Log file analysis revealed lvad off alarms beginning at 6:08 pm on (B)(6) 2023. Prior to pump shut off, the log file showed numerous low power hazard and no external power alarms as a result of the controller being disconnected from any power source. The controller and pump were powered solely by the backup battery until it depleted. The pump was then off until 6:11 pm on (B)(6) 2023 when the controller was reconnected to the mpu. Related manufacturer report number: 2916596-2023-06097.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop event due to full battery depletion. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported altered mental status could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No external power alarms were active from the beginning of the file; however, the onset of these alarms was not captured. The backup battery (ebb) provided power to the system during this time until it was fully depleted at 18:08:19 on (B)(6) 2023, which subsequently resulted in a pump stop. The controller was connected to the mobile power unit (mpu) approximately 3 minutes later (18:11:25), following which, the pump resumed operation at the set speed without issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, "introduction", lists neurological event (not stroke related), as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists neurologic dysfunction as a potential late postimplant complication. Section 2 of the IFU ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 3 of the patient handbook, ¿powering the system¿, details how to check a battery's charge level, replace low batteries with fully charged batteries, and switch power sources. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had low voltage and no external power alarms for 2 hours. The alarms then turned to no flow and a pump off alarm. There was no flow through the pump for 3 minutes. The patient reconnected to mobile power unit (mpu) power and parameters returned to normal. It was also noted that the patient was positive for covid and was admitted with altered mental status.